Event description:
The customer reported the generation of false high sodium (na) and chloride (cl) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and exact number of patient samples affected is unknown. The customer provided four (4) examples of false results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected the instrument and found exposed wires coming from na electrode, generation of bubbles in reference lines, and failing ise (ion selective electrode) selectivity check. The fse proactively replaced the ise buffer valves and na electrode cable. The fse replaced the solenoid valve to resolve the issue. No further issue was noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).